Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for "heart problems", vomiting, high blood glucose (bg) levels, and possible diabetic ketoacidosis on (B)(6) 2016; however, no specific bg levels were provided and customer did not provide specific details regarding the event. Customer administered insulin injections, administered boluses, and decreased food intake to treat bg levels; however, customer was later hospitalized. While in the hospital, customer reported that they were treated intravenous insulin and continued to receive basal insulin from the pump. Customer was discharged from the hospital on (B)(6) 2016. Recommendation was made to contact tandem technical support for future bg events.